Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with the insulin pump and received a replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The pump passed the sleep current test, and active current test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 25.0 received the low battery alert (104) on (B)(6) 2025 07:26:00 faster than expected at 3.56 days. Battery cycle 24.0 received the low battery alert (104) on (B)(6) 2025 08:13:00 faster than expected at 2.43 days. Battery cycle 13.0 received the low battery alert (104) on (B)(6) 2025 10:10:00 faster than expected at 3.1 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and keypad overlay peeling. Unexpected battery power loss was confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Possible hardware failure, problem isolated to the electronic assembly. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.